Manufacturer narrative:
Corrected data: h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life threatening conditions that require urgent intervention. In this case, there was no allegation of device malfunction. However, the surgeon reported that the strut had put stress on the aortic wall and caused a hole which required repair. The root cause of the event was likely due to patient related factors and procedural related factors. The device will not be returned for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that during implant of a 21mm pericardial aortic valve, an aortic injury occurred. As reported, the commissure between the left and non had some tension on the posterior aorta but seemed ok. However, there appeared to be a hole in the aorta posteriorly where the strut had put stress on the aortic wall. The aorta was re-clamped and the hole where the strut had an inch on the aortic wall was closed with 3 interrupted prolene sutures. Post op tee showed no pvl or ai and single digit aortic gradient. The patient was taken to the ICU in stable condition. The patient had postoperative afib/flutter and was started on amiodarone. Cardiology was consulted for possible cardioversion, but the patient spontaneously converted back to sr just before the procedure. The patient was discharged in stable condition on post-operative day eight.